Event description:
A customer contacted baxter's technical service center regarding a heater bag that disconnected from the tubing on the homechoice (hc) machine during fill 3 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp stated she woke up to the hc alarming system error 2240 and noticed the heater bag had disconnected from the tubing line. The tsr had the hp close the transfer set and disconnect herself. The tsr advised the hp when connecting bags to check and make sure connections are tight. The tsr advised the hp would need to contact the nurse and inform the nurse of the system error 2240 and the line disconnecting from the bag. The hp would end therapy and was scheduled to see the nurse in the morning. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated the following: there was nothing reported to her regarding the cause of the separation. Since the event the patient had been performing therapy fine. There was no patient injury or medical intervention reported. Baxter was contacted by the patient on (B)(6) 2011. The patient stated the following: nothing was known that would have caused the separation and there were no samples available for any of the products involved. The patient was on a new box of cassettes so a companion sample was not available and lot number was unknown. The patient has been doing fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).this complaint was not confirmed. The root cause was determined to be a supply bag disconnecting from a supply line without falling. There was no allegation reported against the baxter product by the customer; therefore, a batch review was not conducted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.